Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2015. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and claimed she took her usual dose of 30 units of humalog insulin in response to the alleged issue meter issue. The patient reported developing symptoms of ¿fatigue, cotton mouth and frequent urination¿ after the alleged issue began and claimed she was treated at the emergency room (ER) on (B)(6) 2015 with IV fluids and insulin. The patient claimed a blood glucose test was performed on the ER device but was unable to confirm the result obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for hyperglycemia after the alleged power issue began.